Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer board caused the station to shut down. A field service engineer (fse) replaced the pyxis module controller board and the drawer control board for drawer 5.1. After the replacement, the fse opened and closed drawers 5.1 and 5.2 to confirm that all cubies were being detected. The customer then completed an inventory check on drawer 5.1, and no issues were observed on the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es , ser4_main the entire matrix or drawer was not detected. There were no adverse events or injuries reported based on this event.